Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2011. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."

Event description:
Doctor reported event of "port dysfunction" from journal article: "laparoscopic adjustable gastric banding (lagb): surgical results and 5-year follow-up", surg endosc (2011) 25: 292-297.